Event description:
Voluntary medwatch form received notes that a patient presented with oversensing noise on the atrial lead resulting in atrial tachycardia response events. No adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5146066.